Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. This issue is pending investigation from our tech investigation team per (B)(4). Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.